Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant downstream occlusion alarm, which was not reproduced during evaluation. The unit passed downstream occlusion testing, but the downstream sensor current readings with a fluid filled set were above specification and the downstream pressure plate gap was below specification, which are conditions that can result in false downstream occlusions. The downstream sensor was recalibrated to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the emergency room. It was also reported there was no patient involvement.